Event description:
It was reported when the package for the maverick2 monorail was opened, the plastic tray and hoop were missing. All that remained in the box was the device. The procedure was finished with a different maverick2 monorail.